Event description:
During a follow-up, decreased sensing which resulted in undersensing was observed on the right ventricular (rv) lead. A perforation by the rv lead was found. The lead was replaced to resolve the event. Additional information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.